Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 12/24/2016 that on (B)(6) 2016, that the patient experienced a skin reaction under the sensor patch. The sensor was inserted at the abdomen on (B)(6) 2016. The reaction was described as a red rash, raised, sores, and itchy. Affected area was treated with hydrocortisone prescribed on (B)(6) 2016 for a previous reaction. At the time of contact, patient still had rash. No additional event or patient information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.